Event description:
It was reported that during an esophagectomy procedure, the blade was broken off. The blade did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.